Event description:
Healthcare professional reported right severe cyst right axilla and further confirmed the event is non-device related. Patient has further reported swelling and puss (infection). Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further investigation summary: review of sterilization and seal strength records related to work order (B)(4) did not identify any deviations or non-conformities that may be associated with the reported device. The sterilization process was successfully completed, and seal strength test results were found to be acceptable. See p08-dh6629 sterilization run and seal testing attached. Environmental monitoring results for september 2000, and bioburden monitoring results for september 2000 reviewed, refer to enviro/micro summary section for more details. The review of the documentation associated with the manufacturing process indicates that all devices with lot number 556982 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review performed, the reported event was not confirmed. Additional, changed, and/or corrected data: b3, e2, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported, right severe cyst, right axilla. And further confirmed, the event is non-device related. Patient has further reported, swelling and puss (infection). Device has been explanted and replaced with a non-allergan device.